Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and due to additional information received. Updated fields: b3, b5, d8, d9 date returned to mfg, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions) and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: it is assumed that a cable failure caused a communication failure, and the images were not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had no image and an error message when plugged. The issue was found in a therapeutic lap gastrectomy procedure that was completed with a similar device.